Event description:
It was reported in the journal article titled: comparison of rapamycin and paclitaxel eluting stent in pts with multi-vessel coronary disease, that post coronary drug eluting stenting treatment procedure in-stent restenosis occurred. During the initial procedure, an unspecified taxus express2 paclitaxel-eluting coronary stent was implanted. The target lesion location and characteristics were not provided. At some point post-procedure, the pt underwent secondary vessel reconstruction/ revascularization of the target lesion due to in-stent restenosis. No further info is available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure, and is noted within the dfu. Literature citation: ya-ling h, xiao-zeng w, quan-min j, shou-li w et al. Comparison of rapamycin and paclitaxel eluting stent in pts with multi-vessel coronary disease. Foreign journal of cardiology 2006; 123-130.